Event description:
No samples available for evaluation. There was a crack in the glass under the hemogard cap and when the technician went to re-insert the cap, she cut herself. First aid was administered consisting of cleansing the wound with soap and water. Prior to incident the phlebotomist had a hepatitis shot and after the incident rec'd another. Hiv testing was negative. No other incident for this lot number.